Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1 express and found the unit to be operating properly; no repairs were required. While onsite, the technician observed that the lid had not been properly latched by user facility personnel prior to starting a cycle allowing water to leak from the unit. The system 1 express operator manual states (7-4), "close lid if resistance is met, stop, inspect positioning of the processing tray/container, device and aspirator assembly. The technician counseled user facility personnel on the proper use and operation of the system 1 express, specifically properly closing the lid. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their system 1 express onto the floor. No report of injury.